Event description:
The complainant reported that, while performing a cardiac catheterization, the transducer experienced drifting pressure readings. There was no harm or injury to the pt.

Manufacturer narrative:
Method: other, device history record was reviewed and no deviations or rejections were found.